Event description:
It was reported the procedure was being performed on a (B)(6) female patient, (B)(6). Which acute myelogenous leukemia, icc, febrile neutropenia, thrombocytopenia feverish, and septic shock. The procedure was being performed in the adult intensive care unit. They attempted to insert the catheter into the patient's femoral vein and were not successful. Another attempt was made to place the catheter into the patient's right femoral vein with a wire from another brand double lumen kit and they were successful. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be a result of a product malfunction, therefore it is reportable. Follow-up report will be filed if additional information becomes available.